Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in the operating room for atrial lead revision. The lead exhibited high capture thresholds, high impedance, and p-wave amplitude decrease. During procedure, lead fracture was visualized in fluoroscopic imaging. The lead was capped and replaced successfully and without adverse event. The patient remained stable before, during, and after the procedure and will continue to be monitored.